Event description:
Customer reported not being able to generate pressure in the breathing circuit. There was no reported patient injury. Investigation/conclusion: the parts were forwarded to the manufacturing site for investigation. The switch valve plate was noted to be broken. The breakage appeared to be due to normal wear and tear. Serial numbers of the two units indicate the absorbers were manufactured 12 and 14 years ago. The planned maintenance procedure for the gms absorber has since been revised to include replacement of the switch valve plate every 6 years.